Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a perforation with subsequent pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. During the transseptal puncture, the physician noted that the dilator jumped when he tried to advance the sheath across the septum. They immediately checked on echo for pericardial effusion and none was observed at that time. The watchman access system was then advanced over a pigtail catheter into the laa. Contrast was injected and no contrast was observed in the pericardial space. Measurements were taken to determine what size closure device to use. When they were about to prep the closure device, an effusion was noted. Pericardiocentesis was performed and 400 cc¿s of blood was withdrawn. The procedure was aborted. The patient remained stable and was discharged the next day. No additional fluid was withdrawn and no further complications reported. It was reported that the physician felt a perforation occurred during the transseptal puncture.